Event description:
It was reported that the device had a por (power on reset) condition. The por message appeared prior to when the battery was going to be implanted for a revision from the battery being used to this one. When the battery was interrogated it was at 50% capacity and the code from the por message was unavailable. There was no message screen given saying the battery capacity may have been temporarily reduced. The por did not appear to be overdischarge related because of the battery charge level and no warning/message screen. The overdischarge count (od) was unable to be checked, as this information could not be found. The implant date was set for today as read by the programmer, but there was no prompt with the normal message saying "if you would like to start the service life of this battery." The por was able to be cleared and interrogation was normal with the neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the power on reset (por) was related to a stimulator which was not yet implanted so it was not patient related. After speaking with the representative from technical support, it was decided that the generator would be fine to implant. Patient was implanted and was programmed accordingly.

Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# n302286, implanted: (B)(6) 2004. Product type: adapter: product ID 3888-56, lot# v691379, implanted: (B)(6) 2010. Product type: lead: product ID 3888-56, lot# v443434, implanted: (B)(6) 2006. Product type: lead: product ID 37743, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 37702, serial# (B)(4). Product type: implantable neurostimulator: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3550-39, lot# n289242, implanted: (B)(6) 2004. Product type: accessory. (B)(4).